Event description:
It was reported that this right atrial (ra) lead was explanted due it presenting a fracture. The device has been returned and is pending analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due it presenting a fracture, with it presenting abnormal electrical measurements issues as a result. The device has been returned and is pending analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due it presenting a fracture, with it presenting abnormal electrical measurements issues as a result. The device has been returned and was analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead body was returned, the tip section is missing and was not returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 23 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. The analysis concluded that the clinical observations were likely caused by the confirmed fracture.